Event description:
Report received of the tubing and cartridge separating into two pieces. The customer reports that the tubing and cartridge separated into two pieces just below the cartridge. The pt receives primacor continuously at 10 ml/hr via a PICC line. The pt was sitting at the pt's computer when the separation occurred. The pt was able to change the tubing set and bag right away. No report of adverse pt effect. Tubing broke below cassette.